Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, while in use on a patient, the ventilator went into battery mode without interruption of the ac supply, exhausting the batteries causing the unit to shut down, resulting in a decrease in patient oxygen saturation to 70%.

Manufacturer narrative:
Review of device logs show the ventilator ran on battery power for approximately two hours on (B)(6) 2021 (from 7:01:49 to 9:16:28). The internal batteries ran for longer than the expected duration which indicates both that the internal batteries were functioning properly and that some amount of ac power was reaching the system to augment the internal batteries. During the event, the customer stated that they did not hear any alarm, however, when reviewing the error log, along with the tests performed on the ventilator, it was confirmed that the ventilator did issue audible alarms as well as a visual notification on the ventilator display that it was operating in battery mode. It was observed that the ac indicator led remained on while operating in battery mode. Logs indicated both medium and high priority alarms occurred, including two on battery alarms and a multiple system shutdown? Alarms at 30, 20, 10, 5, and 1 minute intervals. The customer confirmed at the time of the event they did not use the nurse call? Function for remote alarm monitoring and that the power cord retention bracket was in good condition, properly positioned, and secured.